Manufacturer narrative:
There was no response to button presses and the insulin pump alarmed button error due to the keypad traces being corroded. Further testing could not be performed due to the keypad anomaly.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 36 mg/dl. Troubleshooting could not be performed because of a persistent button error alarm on the insulin pump. Nothing further was reported.